Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message during a procedure. There was no report of patient injury or death.